Event description:
It was reported to philips that during c-arc movement, the frontal stand stopped abruptly and would not move. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.